Event description:
It was reported that the patient experienced withdrawal on two separate occasions, 9 months apart, following catheter replacements due to catheter occlusions. The reporter was not specific about dates; however, both events occurred during implantation of the patient's second pump. The reporter stated that the patient had two catheters implanted through the left and right "ventricles", and that one catheter was placed through the right 3rd ventricle. The reporter stated that when the patient went into withdrawals he was "more vocal than normal" and had increase in tone and spasticity. The patient was on valium and phenobarbital during the periods of withdrawal. The patient's pump had to run at a "high rate" in order to give him relief. The patient had a refill on the day of the report and the alarm date was (B)(6) 2012. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter product ID, 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2009 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter product ID, 8596 lot# serial# (B)(4), implanted: 2007 (B)(6) explanted: product type catheter. (B)(4).

Manufacturer narrative:
Device serial numbers and corresponding device information has been updated to the device system implanted at the time of event. Concomitant products: product ID 8731, serial# (B)(4), product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type catheter; product ID 8709, serial# (B)(4), product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8596, serial# (B)(4), product type catheter. (B)(4).